Event description:
A past event involving high blood glucose levels was reported. The specific value of the customer's blood glucose level due to this issue was unknown, though it was displayed as "high", cause was unknown. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). No assistance from a third party was required, and no additional information regarding the issue was available.